Event description:
It was reported that, after a cardioversion, this pacemaker exhibited pacing inhibition for four to five seconds. Boston scientific technical services (ts) discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. No additional patient adverse events were reported. This pacemaker remains in service.